Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/11/2019. Multiple attempts were made to obtain information on the repair of this device with no success.

Event description:
It was reported that the avgr part is out of tolerance. No patient involvement.